Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced symptom of spasticity.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 7438, serial# (B)(4). Product type: programmer, patient: product ID 3387-40, lot# v007376, implanted: (B)(6) 2006. Product type: lead: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# v007376, implanted: (B)(6) 2006. Product type: lead: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Event description:
It was reported the patient¿s battery ¿only lasted two years and one month when their last battery lasted four and a half years.¿ it was noted the patient was scheduled to have their left device replaced the following week.